Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user contacted support with questions about exercise, air travel, and hiking at high elevation and disclosed using ¿ghost¿ meal announcements to correct hyperglycemia reported at 330 mg/dl and overtreating hypoglycemia reported at 39 mg/dl, resulting in significant glucose excursions. This constituted an improper method related to user interaction with the device. Symptoms included fatigue, sleepiness/drowsiness, and headache associated with hypoglycemia, hyperglycemia reported. Outcomes included the need for unexpected medical intervention in the form of oral glucose without hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem centered on failure to follow instructions, characterized as an unintended use error, with relevance to the user interface and procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.